Event description:
It was reported by the customer that a pyxis medstation es system user was unable to login, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was unable to login. A technical support specialist confirmed that the user was able to access the station without any issues. The system functioned as intended after the technical support service troubleshooted the device.